Event description:
It was reported that a mattress was splitting. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The unit was evaluated by the hosp. A f/u will be submitted when more info becomes available.